Event description:
It was reported that liver ablation procedure was planned and the patient was already under sedation when the system was powered on and completed an automatic test, with the antenna not inserted in the patient. The system was reported to have stopped working when the grey reusable connection cable was inserted into the generator, an alarm and persistent error message, ¿antenna temperature probe limit exceeded,¿ appeared and could not be dismissed, and the user reviewed and triple-checked the procedure protocol and had a colleague verify the step-by-step protocol, confirming it was followed. Troubleshooting was performed by replacing the reusable connection cable, replacing the disposable probe, and power-cycling the system multiple times, but the error persisted. Sodium chloride (nacl) 1 liter was also connected, and the nacl chamber was half full, the pump was running, and it could be seen the nacl flowing in the chamber. Two sterile antennas were opened and not used. The procedure with the device was aborted, and treatment was started using a non-medtronic generator, which caused a delay and extra time for about 1 to 1.5 hours. Additionally, replacement generator was delivered by courier, and the planned afternoon program proceeded. The reusable cable could be used on the second generator and also again on the replacement of the second generator.

Manufacturer narrative:
D10 concomitant product: cagenhp, hp ablation gen cagenhp (B)(6) ca15l2, ca15l2 15cm rein percutaneous antenna x1 (lot#s25lg005); ca15l2, ca15l2 15cm rein percutaneous antenna x1 (lot#s26ag004); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.